Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for chronic low back pain and radicular pain syndrome (radiculopathies). It was reported that the patient therapy stopped due to power on reset (por). It was reported that the por was seen when they were charging the ins. It was noted that the por was not related to overdischarge. Clearing of the por at the time of the call was not successful. The patient programmer showed that the patient needed to charge the ins. The patient was charging the ins and indicated that they would call back to clear the por once the recharger was charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.